Event description:
After approximately one day of support, the console stopped pumping and displayed the self test failure. The patient was placed on a backup console with no problems. The console was examined by abiomed field service and no problems were found. The console was operating satisfactorily and there have been no further problems.